Manufacturer narrative:
(B)(4). Investigation results: one gold-tite uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is badly damaged, and covered in an unknown debris. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm.

Event description:
It was reported that abutment screw fractured in tooth location #5, after 6 months of the placement. Patient came in to dental office with crown attached to abutment in hand. Oral surgeon had to uncover implant for second time to remove fractured screw.